Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 02270) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, depression, arthritis and anxiety. Previously administered products included for an unreported indication: depo provera from (B)(6)2013 to (B)(6)2013 and mirena from 2009 to (B)(6)2012. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2013, the patient experienced anaemia ("blood/heart disorder/ blood or heart disorder/condition type: anemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), the first episode of vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6)2014, the patient experienced vision blurred ("vision/eye problems type: blurred vision") and weight fluctuation ("weight issues (loss/ gain)"). In 2014, the patient experienced psychological trauma ("psych injury"), migraine ("migraines/ migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). In november 2014, the patient experienced dermatitis allergic ("rash/skin condition"). In 2017, the patient experienced tooth disorder ("dental problems"). In (B)(6)2018, the patient experienced vertigo ("neurological condition/problems"). On an unknown date, the patient experienced bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), back pain ("back pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), abdominal distension ("bloating"), the second episode of vaginal discharge ("vaginal discharge"), iron deficiency anaemia ("bleeding anemia"), cardiac disorder ("blood/heart disorder"), autoimmune disorder ("non-specific autoimmune disorder/ autoimmune disorder type of disorder: non specific"), vaginal infection ("vaginal infection"), urinary tract infection ("uti (urinary tract infection)"), cystitis ("bladder infection"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), headache ("headaches"), visual impairment ("vision problems"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ubs") and gastrooesophageal reflux disease ("acid reflux"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, bleeding menstrual heavy, back pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, metrorrhagia, anaemia, iron deficiency anaemia, dermatitis allergic, cardiac disorder, autoimmune disorder, bladder disorder, urinary tract disorder, vaginal infection, urinary tract infection and cystitis had resolved and the vaginal haemorrhage, menorrhagia, abdominal distension, the last episode of vaginal discharge, psychological trauma, fatigue, gastrointestinal disorder, tooth disorder, migraine, headache, vertigo, visual impairment, irritable bowel syndrome, gastrooesophageal reflux disease, anxiety, depression, vision blurred and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anaemia, anxiety, autoimmune disorder, back pain, bladder disorder, cardiac disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, headache, iron deficiency anaemia, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vertigo, vision blurred, visual impairment, weight fluctuation, the first episode of vaginal discharge, bleeding menstrual heavy and the second episode of vaginal discharge to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received : reporter, patient demographics, medical history, historical drug and laboratory test type updated were added. Lot number was added. Added events abnormal bleeding (vaginal, menorrhagia), gastrointestinal or digestive system condition type: ibs, bloating, acid reflux, psychological or psychiatric problems condition: anxiety and depression, vaginal discharge, vision/eye problems type: blurred vision, weight issues (loss/ gain). Updated event anemia, vertigo and onset date of events. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 02270-inv,b02270) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, depression, arthritis and anxiety. Previously administered products included for an unreported indication: depo provera from (B)(6)2013 to (B)(6)2013 and mirena from 2009 to (B)(6)2012. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2013, the patient experienced anaemia ("blood/heart disorder/ blood or heart disorder/condition type: anemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), the first episode of vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6)2014, the patient experienced vision blurred ("vision/eye problems type: blurred vision") and weight fluctuation ("weight issues (loss/ gain)"). In 2014, the patient experienced psychological trauma ("psych injury"), migraine ("migraines/ migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). In (B)(6)2014, the patient experienced dermatitis allergic ("rash/skin condition"). In 2017, the patient experienced tooth disorder ("dental problems"). In (B)(6)2018, the patient experienced vertigo ("neurological condition/problems"). On an unknown date, the patient experienced bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), back pain ("back pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), abdominal distension ("bloating"), the second episode of vaginal discharge ("vaginal discharge"), iron deficiency anaemia ("bleeding anemia"), cardiac disorder ("blood/heart disorder"), autoimmune disorder ("non-specific autoimmune disorder/ autoimmune disorder type of disorder: non specific"), vaginal infection ("vaginal infection"), urinary tract infection ("uti (urinary tract infection)"), cystitis ("bladder infection"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), headache ("headaches"), visual impairment ("vision problems"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ubs") and gastrooesophageal reflux disease ("acid reflux"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, bleeding menstrual heavy, back pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, metrorrhagia, anaemia, iron deficiency anaemia, dermatitis allergic, cardiac disorder, autoimmune disorder, bladder disorder, urinary tract disorder, vaginal infection, urinary tract infection and cystitis had resolved and the vaginal haemorrhage, menorrhagia, abdominal distension, the last episode of vaginal discharge, psychological trauma, fatigue, gastrointestinal disorder, tooth disorder, migraine, headache, vertigo, visual impairment, irritable bowel syndrome, gastrooesophageal reflux disease, anxiety, depression, vision blurred and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anaemia, anxiety, autoimmune disorder, back pain, bladder disorder, cardiac disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, headache, iron deficiency anaemia, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vertigo, vision blurred, visual impairment, weight fluctuation, the first episode of vaginal discharge, bleeding menstrual heavy and the second episode of vaginal discharge to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion.. Lot number 02270 is not a valid. Lot number:b02270 manufacturing date:2013/02 expiration date:2016/02. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-feb-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and autoimmune disorder ('non-specific autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), iron deficiency anaemia ("bleeding anemia"), dermatitis allergic ("rash/skin condition"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), urinary tract infection ("uti (urinary tract infection)"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), neuromyopathy ("neurological condition/problems") and visual impairment ("vision problems"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, autoimmune disorder, back pain, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, blood disorder, cardiac disorder, iron deficiency anaemia, dermatitis allergic, allergy to metals, bladder disorder, urinary tract disorder, vaginal infection, urinary tract infection, cystitis and vaginal discharge had resolved and the psychological trauma, fatigue, gastrointestinal disorder, tooth disorder, migraine, headache, neuromyopathy and visual impairment outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, neuromyopathy, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and visual impairment to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified event¿ chronic pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), blood/heart disorder, anemia, nickel allergy, rash/skin condition, non-specific autoimmune disorder , psych injury, bladder problems, urinary problems, bladder infection, uti (urinary tract infection), vaginal infection, bladder infection, vaginal discharge, fatigue, gi (gastro intestinal) conditions, dental problems, migraines, headaches, neurological condition/problems, vision problems. Reporter¿s information, demographics, medical history, lab data, essure indication (amended), essure insertion date (updated) and essure removal date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.